Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate due to an infection. The patient was treated with oral antibiotics (type not reported). Reimplantation is not planned at the time of this report in 2009.